Manufacturer narrative:
(B)(4): this customer reported that the device won't recognize cable and won't power off unless battery removed. The complaint is still being investigation. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported that the device won't recognize cable and won't power off unless battery removed.